Event description:
During a procedure, using a constellation catheter and a daig long sheath, experienced difficulty when pulling back catheter. Catheter was removed with no injury to the pt. Upon removal, some damage to the catheter was observed.